Manufacturer narrative:
The device was rec'd and it is currently being evaluated. A supplemental report will be submitted upon completion of investigation.

Event description:
It has been reported that the cutter did not cut. According to the info rec'd, the issue was discovered before use on pt. There was no pt injury.